Event description:
Initial reporter indicated that they were having problems interrogating a vns patient's device. It was reported that they replaced the wand battery 3 times and still could not interrogate patient. The patient came back to clinic and the handheld computer was displaying the message "failure to establish communication." The patient is still perceiving stimulation so event is believed at this time to be related to the programming wand. Good faith attempts are being made for the product to be returned for analysis.